Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reports that devices at the facility have tested positive for ntm. No determination was able to be made about whether the device caused an adverse event as cardioquip does not have access to the device to investigate.

Event description:
Customer reports device tested positive for ntm.

Event description:
Customer and cardioquip technician both observe bacterial contamination within the device.

Manufacturer narrative:
Cardioquip service was notified by the customer that the device had tested positive for ntm, via internal testing at their facility. Following a delay due to temporarily ceased communication, a cardioquip technician gained access to the device during preventative maintenance. Due to the discoloration seen in the tubing, the technician submitted pictures to cardioquip epidemiology and epidemiology recommended that the device receive an internal water pathway replacement. The device was then shipped to cardioquip for repair and following the internal water pathway replacement, an inspection was performed and the device is fully functional and back within specifications.